Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 7. Details of surgery: immediate extraction site. On 2023-10-31, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.